Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported by the patient that they underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. Following the procedure, the patient experienced pain, groin pain, pain in thighs, pain in both hips and pain down through vagina. The patient reports this is on a daily basis. The patient is unable to resume a sex life with husband. The patient experienced frequent uti¿s. Additional information has been requested.